Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain and menorrhagia had resolved and the fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), back, pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case upgraded to incident. Essure was removed. Event injury was updated and new events: dysmenorrhea, back pain, pelvic/abdominal pain, menorrhagia, fatigue, plaintiff did not undergo any confirmation test were added. New reporter and plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.